Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of air passing through the pump to the patient side without alarming was not confirmed during a review of the logs or replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. Results from air in line threshold test method, consisting of single air bolus detection and accumulated air detection tests demonstrated the unit is operation within specifications. The logs from the pcu and pump module were retrieved to determine the details of the reported event. The facility indicated that the event occurred on 31mar2025, however, the time was not reported. It is noteworthy that during the review of the logs, no infusions were observed to have been administered on the reported date. A review of the pcu error log did not observe any errors that could have contributed to the reported event. A review of the pcu event log showed that the last recorded infusion started on (B)(6) 2025, at 4:22 am. The drug administered was piperacillin/tazo, with a drug amount of 3.37g diluted in 100ml. The infusion rate was 25ml/hr, with a volume to be infused (vtbi) of 100ml. The primary volume infused (pvi) was initially 0ml. The infusion process ended at 8:17 am, with a total volume infused (tvi) of 97.881ml, and the channel off key was pressed. The air in line settings recorded during this infusion had a threshold of 250 microl (microliters). Additionally, it was noted that the last air in line alarms were registered twice on (B)(6) 2025, at 2:43 am and 3:51 am. On that date, the air in line settings on the pump module were configured to 250 microl. Per the bd alaris pump module air in line tip sheet states that when loading the administration set into the alaris¿ pump module, the tubing needs to be pushed back into the air-in-line detector. If it is not pushed back far enough, the air-in-line detector will sense air behind the tubing and alarm. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm.) Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). The pump module was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of air passing through the pump to the patient side without alarming was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. The air in line (ail) sensor detection system was confirmed to be operating within specifications. The device functioned correctly and alarmed as expected. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device allowed air to go through the pump and to the patient side without alarming. Customer indicated report of "there was 1.5ft of air but there was only about an inch if that below the pump." There was patient involvement but no harm.

Event description:
It was reported that the device allowed air to go through the pump and to the patient side without alarming. Customer indicated report of "there was 1.5ft of air but there was only about an inch if that below the pump." There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device allowed air to go through the pump and to the patient side without alarming. Customer indicated report of "there was 1.5ft of air but there was only about an inch if that below the pump." There was patient involvement but no harm.